Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdw0088 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported there is leakage at the connection between the extension tube and the screw port, and the chemotherapy drug leaks on the patient. No other information was provided.